Manufacturer narrative:
Battery sn (B)(4) was returned and evaluated at the distributor. Upon evaluation, the battery was able to power on a monitor, but was loose when inserted into the monitor. The loose fit resulted in the intermittent ability to keep the monitor powered on. The cause of the loose fit was isolated to a damaged battery spring latch. The cause of the damaged latch was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a 2015 FDA inspection, a reportable malfunction was discovered. A patient's battery was intermittently powering on a monitor.